Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire on an unknown firing attempt. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Device fired through lockout. The analysis results found that the device was received in good visual condition. The device was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No testing could be performed to evaluate the event reported due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.